Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 495 mg/dl and a correction via the pump was delivered to address the high bg. The customer stated that the high bg was due to her purposefully stopping insulin for approximately an hour and due to food that was consumed. The customer declined tandem technical support's offer to troubleshoot.